Manufacturer narrative:
In response to FDA report number: mw5119895 and mw5119896 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency reported left side "pain, anxiety, a general unwell feeling, shortness of breath, difficulty walking, and fatigue daily", rupture, "a stroke", pain below sternum and a cold water sensation under arm. Device status is unknown.